Event description:
Reporter stated that he is having concerns with all of the blood glucose monitors (serial numbers not provided), and test strips, currently in use, at the facility. Reporter gave a few examples of unexpected blood glucose results that have been obtained on various instruments. Reporter stated that a patient, who was at the facility for a glucose tolerance test, receiving a blood glucose result of "300 something," after which, the patient was sent back to their physician for an additional blood glucose test. When retested, on the physician's blood glucose monitor, patient's result was reportedly 80 mg/dl. Reporter stated that patient was then sent back to the hospital, and retested on the suspect device, with a result of 78 mg/dl. Reporter noted that a venous sample was obtained from a different patient, and run on several of the suspect devices with approximate results of 300, 300, 80, and 300 mg/dl. Additionally, reporter stated that another patient sample, when tested back-to-back, on one of the suspect devices, measured ~ 100 mg/dl and ~ 200 mg/dl. No patient injury was reported. No product was returned to the manufacturer for evaluation.